Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the guide wire tip fractured and remained in the patient. During a procedure in the right coronary artery (rca) (chronic total occlusion, calcified and tortuous) with a fighter guide wire, the physician attempted to cross the lesion. After several attempts, the guide wire was removed and it was noted via fluoroscopy that the wire tip had fractured and was retained within the rca. Attempts were made to re-wire and snare the retained tip, but none were successful. The procedure was terminated and without any complications to the patient.